Manufacturer narrative:
Medtronic investigation of returned suspect part finds that the returned vertek arm appears to be in good condition with apparent physical damage. The arm failed the force test; the arm should have been able to sustain a downward force up to 14 lbs, but failed at 4.75 lbs. Also, the arm should have been able to sustain a side force up to 10 lbs, but again failed at 4.75 lbs. The reported failure has been confirmed due to a mechanical failure.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. Replacement device articulating arm to site (B)(6) 2016. No parts have been received by manufacturer for analysis.

Event description:
A medtronic representative reported a site navigation system articulating arm that would not tighten properly. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.